Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective pump head. The pump head was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The pump head was requested back for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a c5 system displayed an error message during setup. There was no patient involvement.

Manufacturer narrative:
The pump head was requested and returned to livanova (B)(4) for further investigation. Here the reported issue could be reproduced and the root cause was traced to defective component.